Event description:
Quality control results were low for glu on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false patient results to be reported. There was no report of pt harm as a result of this event.